Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2317-50 serial #: (B)(4). Description: infinion cx 50 cm lead.

Event description:
A report was received that during the scs implant procedure, when the physician was trying to implant the leads, the patient started to vomit. An intravenous medication was administered for nausea but it did not resolve the symptoms. It was unknown what caused the vomiting. The implant procedure was aborted and the patient was doing well postoperatively.